Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) - tnths on an e601 analyzer. The sample initially resulted as 3-5 ng/l and this value was reported outside of the laboratory. The patient ward informed the laboratory that the result was not believable and asked for a new sample to be collected. The patient also had a previous tnths result of 1474 ng/l on (B)(6) 2016. A new sample was then collected from the patient and this sample resulted as 1907 ng/l on (B)(6) 2016. The patient was not adversely affected. The tnths reagent lot number was 187549. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. There was no indication of an instrument issue. A possible root cause may be due to the customer using tubes without recommended rack adapters.